Manufacturer narrative:
25-jun-2021: product investigation results: product return was received and investigated. Product investigation results showed that the complaint is caused by a breakage of the tip of the driving shaft due to improper consumer handling, storing and cleaning of the product.

Event description:
Consumer via phone stated that the brush heads no longer hold and came off. No injury was reported. 06-apr-2021: follow up via phone: consumer stated that the new brush heads also come loose. No injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer via phone stated that the brush heads no longer hold and came off. No injury was reported. Follow up on (B)(6) 2021: consumer via phone stated that the new brush heads also come loose. No injury was reported.